Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torqueing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that prior to an unknown procedure, it was reported that, after the right assembly of the instrument and the connection of the wire to the generator, the generator displayed an error "instrument not detected". The nurse first tried to disconnect the scissor from the cable with the intention of connecting them again; but the cable could not detach from the scissor; "anymore is now impossible to separate the system cable and scissor and it continues to work." The procedure was completed by replacing the single-use device and the cable and there was no failure detection. There were no adverse consequences for the patient reported.